Event description:
Procedure: vats/lobectomy. According to the reporter: the instrument stapled and cut the artery and the jaws would not open after retracting the return knobs. The surgeon then stapled on the lung side of the artery to free the cartridge. That firing went smoothly, freeing up half of the cartridge. The second firing was on the pt side. After this firing the cartridge was free, however bleeding occurred and the surgeon converted to a thoracotomy to stabilize the pt and complete the procedure. Blood was transfused during the procedure. Pt status reported as in ICU.